Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that mux flt1 alarm occurred during use on patient on the lap top ventilator 2150. The customer reported the patient was provided alternative ventilation. The customer confirmed there was no patient harm associated with the reported event.